Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an dilaudid with concentration 1 mg/ml at a dose rate of 0.3 mg via an implantable pump for spinal pain. It was reported that the patient indicated they were having pain at the pump pocket site. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting performed. The pocket was revised to move the pump to a more comfortable location. The issue was resolved at the time of the report. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight was asked, but was unknown. The patient was without injury regarding their status at the time of the report. It was indicated that the hcp had no further information. No further patient complications have been reported as a result of this event.